Manufacturer narrative:
Water leakage from the device probably due to a failure of the hydraulic system. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.